Event description:
A malfunction was reported with the pump, for which malfunction code "malf 0" was displayed. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to use multiple daily injections as a backup therapy and informed that a replacement pump with updated software would be sent. Instructions were provided for placing the pump into storage mode and returning it. The customer understood and acknowledged all provided guidance.